Manufacturer narrative:
Title: laparoscopic vs. Open splenectomy and oesophagogastric devascularisation for liver cirrhosis and portal hypertension: a retro spective cohort study source: https://doi.org/10.1016/j.ijsu.2020.06.026 accepted date: 22 march 2016 d10 concomitant product: unknown ligasur (unknown ligasure instrument, lot number: unknown) unknown endo gi (unknown endo gia instrument, lot number: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature report, a study compared laparoscopic splenectomy combined with oesophagogastric devascularisation versus open splenectomy combined with oesophagogastric devascularisation in patients with portal hypertension secondary to liver cirrhosis. This study included 192 patients diagnosed with portal hypertension and severe gastroesophageal varices between january 2002 and december 2018; 62 patients underwent laparoscopic splenectomy combined with oesophagogastric devascularisation and 130 patients underwent the open procedure (open group). The complications include: in patients with splenic hilar bleeding, hemorrhage usually occurred from the tip of the staple line when the first stapler cannot cross the entire splenic hilar pedicle, and the high splenic blood flow may accumulate in the partially resected splenic vein. Use of endoscopic vascular staplers more than twice for splenic hilar division results in overlapping of staple lines. Oozing from the resected stump of the splenic hilar pedicles was treated with suturing or clipping the staple lines. Blood transfusions in 12 patients in laparoscopic group, while 3 patients underwent conversion fr om laparoscopic surgery to open surgery, necessitated by uncontrolled intraoperative bleeding. Laparoscopic general complications included pulmonary complications and ileus.